Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged that the device provided an inaccurate or unintended over or under delivery of bolus or basal insulin. During the last 4 weeks in the morning repeatedly blood glucose values of 11.2 mmol/l to 15 mmol/l. No adverse event alleged. A request was made for the return of the device.